Manufacturer narrative:
Na.

Event description:
The customer complained of discrepant iron2 iron gen.2 results for 1 patient sample on cobas 6000 c (501) module. The initial iron result was 46 ug/dl and the repeat result was 229 ug/dl. The sample was repeated again with an iron result of 45 ug/dl and was deemed to be correct. The customer then tested the patient's plasma and the iron result was 44 ug/dl on the c 501. The customer tested the initial serum sample on a different c 501 and the iron result was 45 ug/dl. The patient's plasma sample was tested on the different c 501 and the iron result was 45 ug/dl. There was no allegation of an adverse event. The iron reagent lot number was 32888301 with an expiration date of 30-apr-2019. The field service engineer (fse) checked the sample probe, pressure sensor, and operation of the c 501. The fse performed a precision check and the customer ran qc. All of the results were acceptable. The investigation determined that the qc was acceptable. Upon review of the alarm trace here was an abnormal aspiration alarm on the day of the event. The investigation did not identify a product problem. The cause of the event could not be determined.